Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a scratched tube extension. Tube extension scratch marks measured roughly 0.153¿ x 0.014¿. There was not any material missing. Additional observation related to the reported complaint: the returned product did not exhibit the event described in the complaint. There was not tip cover accessory returned with the instrument. The instrument was placed on an in-house system. The instrument identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was reported by the operation room staff of having a broken tip cover. The procedure was completed with no reported injury.